Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2014. Uneventful device explant on (B)(6) 2014. Pt in satisfactory condition after explant.